Event description:
The initial machine that I was given by (B) (6) specialists was an accu-chek aviva. When I tried to fill the prescription for the strips and lancets for that particular machine, I was told that (B) (6) for pregnant women would not cover them and would only cover strips and lancets for the prodigy machine. I paid out of pocket for the machine because they also don't cover the machine itself either. At any rate, I began using the prodigy machine beginning with the after supper test on 5/13. From that point, through my fasting numbers on 5/16, I noticed that my numbers were running exceptionally higher than they had been. I was out of town at the time, but when I came back to (B) (6) yesterday afternoon, I compared one machine to the other (I still had a few strips left for the accu-chek machine). I tested from the same site at the same time and the numbers were significantly different. My after breakfast number on the prodigy machine read at 90mg/dl, while the accu-chek machine measured 71mg/dl. I continued using the accu-chek machine for the remainder of the day yesterday. This morning, I checked my fasting sugars on both machines. While the prodigy meter read 141mg/dl, the accu-chek only measured 103mg/dl. Again, these numbers came from the same testing site, one right after the other. In conclusion, either the accu-chek machine that I received has been incorrect and I should have probably been placed on insulin or something by this point, or the prodigy machine is incorrect, in which case I don't want to be placed on insulin due to inaccurate readings. If the prodigy machine is inaccurate, I'm not sure what I should do to continue taking my glucose levels. The level of inaccuracy doesn't seem to be consistent based off the two times I tested using both machines, so I can't just subtract numbers. I can't continue using the accu-chek machine because my insurance doesn't cover the strips and I only have one remaining strip left from the samples provided. I am a gestational diabetes patient who has recently been testing with the prodigy meter. Please be advised that, had I not had the common sense to recognize that these numbers were probably inaccurate, and had I not compared the prodigy to another machine to test the accuracy, I would now be on insulin unnecessarily, which would be dangerous for both myself, and my unborn baby.